Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the cap was slanted resulting in blood leakage. No blood exposure or adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The analysis of these photos showed sufficient signs of stopper cocked. Additionally, 30 retained samples underwent visual inspection, and all samples passed the inspection without any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper cocked based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the cap was slanted resulting in blood leakage. No blood exposure or adverse impact was reported regarding the patient or user.